Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/pelvic floor. It was reported the patient had a sudden loss of therapeutic effect in (B)(6) 2015, noting that the device helped about 25-30% more at implant than it did at the time of the call. It was noted that the patient thought it may be due to how much and what he drank. The patient never reverted back to baseline symptoms, however did not have 50% or better therapy relief. Stimulation was not felt, so amplitude was increased which was initially felt down his leg. The sensation dissipated, however. The patient reportedly did not get instructions regarding programs and keeping a diary. On (B)(6) 2016, the patient was still having the same issues and wanted help with changing program 1 to program 2 and increasing settings. An appointment was scheduled for (B)(6) 2016. Additional information has been requested regarding cause, actions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported having no therapeutic effect and was scheduled to see their healthcare provider (hcp) on (B)(6) 2016. The patient wanted to know if they had exhausted all of their options to get the device to work. The patient stated they tried adjusting and changing programs but did not see any improvement of symptoms. The patient was to follow up with the hcp.